Event description:
During preventative maintenance, it was noticed by the technician, that the set screws and jam nuts are not to OEM standards.

Manufacturer narrative:
H3: during preventative maintenance, it was noted by service technician that the set screws and jam nuts on the unit did not meet OEM standards. The unit was previously purchased from another hospital, though the date of purchase is unknown. The unit was also relocated at some point. This is an older model originally sold by cfi. To bring the unit back to OEM standards, replacement of the upper boom arm would be required. Based on available information, the deviation appears to be the result of aftermarket modifications or repairs performed outside of tidi¿s control. Device evaluation: the unit was not returned for formal evaluation. However, the reported findings suggest use of non-original parts not supplied or installed by the manufacturer. No internal sme involvement is required at this time, and the issue appears related to unauthorized alterations rather than a manufacturing defect. Manufacturer reference file: (B)(4).